Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported receiving a reading of 84 mg/dl in the morning of (B)(6) 2011 and later that morning at 11:00 am, he was sitting on a stool and stated he couldn't see clearly, passed out and fell off the stool backwards onto a concrete floor. The paramedics were called, treated customer with glucose gel and transported him to a local hospital where he was diagnosed with hypoglycemia and treated with shots of unknown type. In addition, the customer reportedly had food to counteract the event. There was no report of death or permanent impairment associated with this medical event.